Event description:
It was reported to vyaire medical that the avea ventilator had a vent inoperable and safety valve error alarm. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer confirmed that the suspect device will not be returned for evaluation. Therefore, root cause could not be determined. However, the customer was sent a new o2 sensor for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.